Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected off no power or low battery alarm was noted. The insulin pump passed the displacement test and self test. The insulin pump was received with a restart error alarm after the battery change due to a faulty copper cap on the interface board. The insulin pump had memory loss due to the reset anomaly. No cosmetic damage was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that each time she changed the battery, the insulin pump alarmed for errors and reset the settings. The blood glucose reading was 155 mg/dl. The batteries did not last longer than one week. She stated that the insulin pump had not been stored or out of use for an extended period of time. The insulin pump passed the self test. Nothing further was reported.